Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and non-malignant pain. It was reported that the patient saw a poor communication screen. The patient called stating that they are trying to charge the ins but they are only seeing a reposition antenna screen on the recharger. The patient is also unable to connect to the ins using the patient programmer, noting that they are seeing a poor communication screen. The patient hasn't charged in 3 to 3.5 weeks and stated that it was in "(B)(6) sometime". The patient was forwarded to their healthcare provider (hcp) as their last charging session was more than a month ago. The patient also stated that it has taken longer to charge the ins the past few times, and they weren't sure if it was because they were moving, or that the weather got warmer. No further complications were reported. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.